Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿pinhole¿. A potential root cause for this failure could be "imperfection in balloon due to process". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequate trained professional for assistance, as directed by the hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been remove from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. "

Event description:
It was reported that there was a pinhole in the catheter hose resulting in a urine leak. No medical intervention was reported.